Event description:
It was reported that when pt was moved to ICU, the icp microsensor stopped reading. It was detemrined that sensor was not working properly and the sensor was scheduled to be replaced.